Event description:
It was reported that skin burns occurred. Cryoablation treatment of a venous malformation (vmf) of the thigh was performed using a total of 9 cryoablation needles (8 iceforce and 1 icepearl). The standard 10-minute freeze, 6-minute thaw, 10-minute freeze protocol was used. A single layer of standard sterile blue towels was placed between the bundled cords and the patients lower legs, which were completely covered. The iceforce needles were bundled together in 2 groups of 4 and the ice pearl was separate. During the procedure, the heavily frosted coils did not have direct skin contact. The cryo procedure went smoothly. After the procedure, the physician noticed several 1-2 cm burns on the patients lower legs consistent with the location of the two bundles of ice force needles. Wound care was called for immediate treatment of silvadeen, antibiotic, and a moisturizer wrapping. The physician noted the patient no longer has leg pain from the vmf. The burns are mostly 2nd degree with blistering and 3rd degree having a few small areas of full-thickness, likely to leave a scar. The patient has been seen by a plastic surgeon.